Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA had insufficient cannula length during use. The following was reported by the initial reporter: "it was reported that needle does not go into site far enough and insulin leaks down leg. Verbatim: consumer reported found 4 so far from this box does not go into site enough. Insulin goes down leg - stomach lot #: 0044008 catalog#: 320122 date of event: (B)(6) 2021 and past 3 days date of event (B)(6) 2021. Date of event (B)(6) 2021. Date of event (B)(6) 2021. Samples status awaiting sample".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned (66) sealed 4mm, 32g pen needles from lot # 0044008. Customer states that the needle does not go into the site far enough and insulin leaks down leg. Thirty out of 66 returned pen needles were tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). All observations fall within specifications. All were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA had insufficient cannula length during use. The following was reported by the initial reporter: "it was reported that needle does not go into site far enough and insulin leaks down leg. Verbatim: consumer reported found 4 so far from this box does not go into site enough. Insulin goes down leg - stomach. Lot #: 0044008. Catalog#: 320122. Date of event: (B)(6) 2021 and past 3 days. Date of event (B)(6) 2021 date of event (B)(6) 2021 date of event (B)(6) [20201]. Samples status awaiting sample.